Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("horrible pain in my lower stomach"), genital pain ("horrible pain in my private area"), menorrhagia ("longer bleeding for 3 weeks every month") and vulvovaginal swelling ("vaginal area swells"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, genital pain, menorrhagia and vulvovaginal swelling outcome was unknown. The reporter considered abdominal pain lower, genital pain, menorrhagia, pelvic pain and vulvovaginal swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : case category updated to serious incident. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.